Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found on returned meter; returned test strips produced e-5 error. The root cause of e-5 errors is due to mishandling of the test strip: crushing of the cover against the sample chamber. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 100 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern: all high results. Customer advice the proper product storage environmental conditions.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 100mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is(B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern:all high results. Customer advice the proper product storage environmental conditions.